Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated that the battery inside the meter looked as though it had been burnt. The customer removed the battery and alleged the plastic of the meter underneath the battery was melted. No adverse event reported. Requested return of suspect device and replacement was sent.